Event description:
It was reported by hcp that renasys go device was alarming low pressure. Tubing and dressing were checked for any air leaks and were reinforced. Hcp stated the patient disconnected the orange connector however the issue was not solved. There was no backup device available.